Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported hub break and leak were confirmed. The reported activation failure including expansion failures and inflation problem could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was no issue during device preparation of the xience alpine stent. During the coronary intervention, the xience alpine stent was delivered to the lesion without resistance but during inflation, pressure could not be maintained. Troubleshooting was performed and it was noted that the hub was broken and was leaking contrast. The device was removed without reported issue, and a non-abbott device was used to complete the procedure. There was no adverse patient effects, or a clinically significant delay in procedure. There was no additional information provided.